Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Weight is unknown. During hydro thermablator (hta) procedure, physician performed a mild myomectomy laparoscopically. The physician recognized that the uterus was intact. The physician started the hysteroscopy and noticed 2 small fibroids submucosal 1 to 2 centimeters in size. During the heating process 2 fluid loss alarms at 10cc's were received. The case was aborted. The physician then performed a polypectomy and perforated the uterus. The physician closed the perforation and stopped the bleeding from the uterus. During hysteroscopy phase, there was no perforation noted. The patient's condition was reported to be fine.